Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels were greater than 400 mg/dl while wearing the pod between 24 and 36 hours. It was discovered that the cannula was dislodged from the infusion site (abdomen). As treatment, the patient's mother administered "a shot of long-acting insulin." Symptoms reported include hyperglycemia and vomiting. Diagnostic procedures reported include blood work, fingerstick test, and urinalysis. The patient was treated with intravenous (IV) fluid and IV insulin. The patient was discharged the following day, on (B)(6) 2025.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined.